Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was damaged and was under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/14/2016 with the following findings: during visual inspection of the pump, it was observed that the bolus button cover was missing therefore the investigation was unable to test the button¿s response from user input. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.